Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no outer abnormalities were observed. The device was put on the x-ray to look for any abnormalities that could contribute to deployment or flushing issues. Nothing out of the ordinary was noted. A functional test was performed, and it was found that flushing was not functional in any deployment state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the difficulties with flushing the device. The "cause traced to device design" conclusion code was selected for the finding of a kinked flush lumen.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. After preparation and insertion of the catheter into the patient, irrigation was attempted, but it was not possible to irrigate with the array deployed to the flower shape. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. After preparation and insertion of the catheter into the patient, irrigation was attempted, but it was not possible to irrigate with the array deployed to the flower shape. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.